Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the lad, but the stent could not be implanted because some stent struts were deformed. Another pk papyrus was implanted to complete the intervention.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cath lab report provided was reviewed. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation verified that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100%. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the lad, but the stent could not be implanted because some stent struts were deformed. Another pk papyrus was implanted to complete the intervention.